Event description:
It was reported that a home patient experienced a leak in the homechoice cassette. This event was noted at the end of peritoneal dialysis therapy when the cassette was removed from the homechoice device. The patient was not connected at the time the event was noted. A cut on the sheeting of the back of the cassette was noted, but no leaking was noted during therapy and no damage was noted prior to usage of the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed along with the use of the microscope. It identified a hole/cut in the sheeting. Functional testing was performed on the returned sample which included leak testing, clamp function test, and simulated therapy using the homechoice device. The leak test noted a leak through the hole/cut in the sheeting on the cassette. The event of a leak was verified and the cause was determined to be the hole/cut in the sheeting of the cassette. The cause of the hole/cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.